Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, and got results of 270 mg/dl and high. She did not have any symptoms. Tests were done using expired control solution and strips that had been opened for more than 4 months. Reporter said that she had never cleaned her meter and test strip holder. On follow-up, the reporter performed a control solution test using new strips and new control solution, and the result was 122 (99-148), in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8